Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the pulse generator revealed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The physician elected to explant and replace the ra lead on (B)(6) 2023. The patient was in stable condition.